Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced for a pocket revision. Further information was requested, but not yet available.

Manufacturer narrative:
The device was explanted due to pocket revision. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.